Manufacturer narrative:
.

Event description:
It was reported that during a carotid stenting treatment procedure, the stent did not open. The right internal carotid lesion was 80% stenotic and heavily calcified and the 5 mm diameter vessel demonstrated greater than average tortuousity. The physician used a 7f/11cm introducer sheath, a 0.014" extra support guidewire, and a 7f guiding catheter via the right femoral to access the lesion. The lesion was not predilated. The wallstent was inserted, but did not open. It is suspected that a severe spasm occurred in the internal carotid artery due to the presence of the filterwire in the significantly calcified and elongated artery. The stent was recaptured, repositioned and a second deployment attempt was made. The stent started to open, but only the first 8-10 mm was deployed when "something broke" and the physician was unable to completely deploy or recapture the stent. He advanced the guide catheter and pulled the entire delivery catheter into the guide catheter. This stent was not implanted. The patient was asymptomatic during this event. The physician medicated the patient with a spasmolytic infusion, and predilated the lesion, then successfully deployed a second wallstent (same size) without any difficulty. It was reported that there were no injuries or complications for the patient. Patient status is reported as "in good condition."